Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to feedback, the correct lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Please provide the procedure name. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? All answers above are unobtainable. Once there is any update, we will update the information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the correct lot #.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the pulling off of the suture needle occurred when sewing the wound. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.